Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: customer returned (10) 1cc, 12.7mm, 29g syringes in a sealed poly bag from lot # 9266265. Customer states that there is difficulty in aspirating the suspension. All returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 9266265. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the above, no additional investigation and no CAPA/sa is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 1ml 29g 12.7mm hp 300ca it/sp/du was difficult to aspirate. The following information was provided by the initial reporter, translated from (B)(6) to english: "difficulty in aspirating the suspension".